Event description:
The pt wore the pump during a CT scan in february. The blood glucose (bg) levels have been out of control, with highs and lows. The was taken to the ER for a 20 bg. Pt received the animas letter warning against exposing the pump to strong electromagnetic fields three days after the CT scan.